Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 23mm navitor valve was succesfully implanted in a patient. It was noted during procedure that the patient's activated clotting time (act) levels were around the 300's. There was no difficulty implanting the valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 6mm. It was noted post-procedure via electrocardiogram, that the patient developed a complete heart block in the context of beta blocking medication. The decision was made to administered the patient isuprel and keep the patient under observation. On (B)(6) 2024, it was noted via echocardiogram that the patient developed a mild circumferential pericardial effusion, without hemodynamic compromise and did not lead to cardiac tamponade. No intervention was performed. On (B)(6) 2024, it was noted that the patient converted to a sinus rhythm. On (B)(6) 2024, it was noted via computed tomography scan, that the patient suffered an ischemic stroke. A small parietal corticosubcortical hypodense area on the left was noted, reflecting an acute infarction of the middle cerebral artery. On the same side it was also noted that there was a bulbar atheroma plaque causing sub-occlusive stenosis. On the right side there was a atheroma plaque in the right carotid bulb causing stenosis greater than 70%. The patient had expressed aphasia and dysarthria, but was understanding and following orders. The patient also experienced right central facial paresis and decreased shape in right hand. The decision was made for the patient to undergo a mechanical thrombectomy of the left middle cerebral artery and a stent placement in the internal carotid artery. The cause of the patient's complete heart block is attributed to the use of beta blocker medication. The cause of the patient's stroke is attributed to the interruption of the patient's rivaroxaban medication and the patient's atrial fibrillation. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
An event of device malposition, pericardial effusion, stroke/cva, and movement disorder was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the final non-coronary cusp implant depth was 6mm (deeper than the recommended 3mm). There was no calcification extending beneath the aortic annular plane in the interventricular septum. The cause of the patient's stroke is attributed to the interruption of the patient's rivaroxaban medication and the patient's atrial fibrillation. Also, it was believe that the caused for pericardial effusion is acute pericarditis. The patient had a history of coronary artery disease, percutaneous coronary intervention, myocardial infarction, atrial fibrillation, carotid artery disease, peripheral vascular disease, diabetes, hyperlipidemia, and hypertension. Based on available information, a cause for the reported malposition of device (incorrect implant depth) could not be conclusively determined. The cause for the reported pericardial effusion appears to be related to patient's condition. The cause for the reported stroke/cva appears to be related to procedural and patient condition. The reported movement disorder is cascading effect of stroke. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - vista registry, patient site ID: EU(B)(6). It was reported that on (B)(6) 2024, a 23mm navitor valve was succesfully implanted in a patient. It was noted during procedure that the patient's activated clotting time (act) levels were around the 300's. There was no difficulty implanting the valve. There was no calcification extending beneath the aortic annular plane in the interventricular septum. The final non-coronary cusp implant depth was 6mm. It was noted post-procedure via electrocardiogram, that the patient developed a complete heart block in the context of beta blocking medication. The decision was made to administered the patient isuprel and keep the patient under observation. On (B)(6) 2024, it was noted via echocardiogram that the patient developed a mild circumferential pericardial effusion, without hemodynamic compromise and did not lead to cardiac tamponade. No intervention was performed. On (B)(6) 2024, it was noted that the patient converted to a sinus rhythm. On (B)(6) 2024, it was noted via computed tomography scan, that the patient suffered an ischemic stroke. A small parietal corticosubcortical hypodense area on the left was noted, reflecting an acute infarction of the middle cerebral artery. On the same side it was also noted that there was a bulbar atheroma plaque causing sub-occlusive stenosis. On the right side there was a atheroma plaque in the right carotid bulb causing stenosis greater than 70%. The patient had expressed aphasia and dysarthria, but was understanding and following orders. The patient also experienced right central facial paresis and decreased shape in right hand. The decision was made for the patient to undergo a mechanical thrombectomy of the left middle cerebral artery and a stent placement in the internal carotid artery. The cause of the patient's complete heart block is attributed to the use of beta blocker medication. The cause of the patient's stroke is attributed to the interruption of the patient's rivaroxaban medication and the patient's atrial fibrillation. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.